Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v361580, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that during programming (after she lost her patient programmer), she noticed some programs did not work well. It was just the initial programming that had occurred when this was discovered. The manufacturers representative (rep) was programming her and 2 programs did not work at all for her. One program was shorting out and only worked intermittently. The last program was good but the patient had to turn stim up high and back down low. She was told by the rep to use the good program. The patient attempted to see the rep on (B)(6) 2015 but it did not work out. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturing representative reported that 4 or 5 months prior he met the patient and reprogrammed the device with 4 new programs. An impedance check was run at this time which came back normal. The rep looked at x rays that the physician ordered and the lead looked great. The rep left the patient on a good, normal setting which was very comfortable. This rep was unsure who the patient saw in (B)(6).